Manufacturer narrative:
Additional information: b2, b3, b5, b6, d10, e1, e3, g2, h6 and h11. B5: upon follow up, it was reported the peritonitis was manifested by cloudy effluent. The cause of peritonitis was break in aseptic technique. On the day of peritonitis diagnosis, the patient was hospitalized and was discharged after 7 days. Vancomycin was administered interperitoneally and discontinued fourteen (14) days after it was started. Meropenem was administered intraperitoneally and discontinued after fourteen (14) days. The patient was recovered from the events. Retraining for break in aseptic technique was done on an unknown date. No additional information is available. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. There was no report of hospitalization. The patient was treated with vancomycin injection (1g, every 96 hours) and meropenam injection (1g, every day). At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.